Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. Customer did not disclose whether their blood glucose levels were affected. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. Caller was advised to continue using the pump and to contact technical support if the issue returns.